Manufacturer narrative:
Investigation: despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No link between the filter and the reported complaint can be established. No conclusion can be drawn. B braun medical (B)(4) has provided all the information currently available.

Event description:
Bilateral swelling in both legs. Extreme shortness of breath. Legs have become discolored and have constant numbness and pain. Visible collateral veins have formed on abdominal walls. Legs are constantly swollen and wounds heal poorly/not at all. CT and MRI has confirmed near complete blockage of ivc filter resulting in thrombosis on the inferior vena cava and both iliac veins.